Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle blunt, shield does not detach as intended, cannula through shield, harm/bruising and skin irritation on lot # 8225902. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8225902 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm tw 10bag 500 twn has been found experiencing 10 occurrences of the cannula piercing through the shield in the bag during use. The following has been provided by the initial reporter: quality of needles, I have noticed in the last six months or so, the quality of the needles has changed considerably. Often there are two or three blunt ones in the packet; sometimes the orange cap will not come off; sometimes the needle is poking through the side of the cap. It has taken me a while to realize it¿s the needles and not me I've left a lot of patients with bruises and red marks on their face after botulinum toxin injections.